Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On jan 13th 2020, senseonics was made aware of an incident where the user experienced a hypoglycemia event .

Manufacturer narrative:
Based on the investigation, the system did assert the hypo alert around 12:23 am est on (B)(6) 2020. The sensor glucose value of 90 mg/dl and fingerstick calibration entry of 76 mg/dl does not constitute a significantly erroneous sensor reading. There is no system malfunction.